Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("heavy bleeding during menstruation") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient started essure. On an unknown date, the patient experienced menorrhagia (serious criteria medically significant and clinically significant/intervention required), dysmenorrhoea ("severe pain during menstruation"), abdominal pain lower ("severe lower abdominal pain"), pelvic pain ("pelvic pain"), abdominal pain ("cramping"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraines") and weight fluctuation ("weight fluctuation"). The patient was treated with surgery (uterine ablation in (B)(6) 2009). Essure treatment was not changed. At the time of the report, the menorrhagia had not resolved and the dysmenorrhoea, abdominal pain lower, pelvic pain, abdominal pain, back pain, dyspareunia, migraine and weight fluctuation outcome was unknown. The reporter considered menorrhagia, dysmenorrhoea, abdominal pain lower, pelvic pain, abdominal pain, back pain, dyspareunia, migraine and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2009: hysterosalpingogram result was full occlusion of fallopian tubes confirmed. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding during menstruation. She underwent an uterine ablation. Essure was not removed. The event is regarded as anticipated according to the reference safety information for essure. During essure micro-insert therapy abnormal genital bleeding and menses pattern changes may occur. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("heavy bleeding during menstruation") and vaginal haemorrhage ("vaginal bleeding") in an adult female patient who had essure (batch no. 699882) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: birth control pill. Concurrent conditions included body mass index normal. Concomitant products included ibuprofen since 2009 and paracetamol (tylenol) since 2009. In march 2009, the patient had essure inserted. In 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe pain during menstruation,dysmenorrhea (cramping)"), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain"), migraine ("migraines") and the first episode of dyspareunia ("dyspareunia"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("cramping"), the second episode of dyspareunia ("painful intercourse"), weight fluctuation ("weight fluctuation/weight loss/weight gain") and headache ("headaches"). The patient was treated with surgery (uterine ablation in nov-2009) .essure treatment was not changed. At the time of the report, the menorrhagia had not resolved and the vaginal haemorrhage, dysmenorrhoea, abdominal pain lower, pelvic pain, abdominal pain, back pain, the last episode of dyspareunia, migraine, weight fluctuation and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, weight fluctuation, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Hysterosalpingogram - in june 2009: full occlusion of fallopian tubes confirmed most recent follow-up information incorporated above includes: on (B)(6)2018 : pfs received. Reporter and patient demographics were added. Concomitant disease, concomitant drugs were added. Events vaginal bleeding, menorrhagia, headaches, dyspareunia, weight gain and weight loss were added and event onset date was added.essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("heavy bleeding during menstruation") and vaginal haemorrhage ("vaginal bleeding") in an adult female patient who had essure (batch no. 699882) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: birth control pill. Concurrent conditions included body mass index normal and intermenstrual bleeding. Concomitant products included ibuprofen since 2009 and paracetamol (tylenol) since 2009. In (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe pain during menstruation,dysmenorrhea (cramping)"), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain"), migraine ("migraines") and the first episode of dyspareunia ("dyspareunia"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("cramping"), the second episode of dyspareunia ("painful intercourse"), weight fluctuation ("weight fluctuation/weight loss/weight gain") and headache ("headaches"). The patient was treated with surgery (uterine ablation in (B)(6) 2009) and surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia had not resolved and the vaginal haemorrhage, dysmenorrhoea, abdominal pain lower, pelvic pain, abdominal pain, back pain, the last episode of dyspareunia, migraine, weight fluctuation and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, weight fluctuation, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: full occlusion of fallopian tubes confirmed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
(B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality-safety evaluation of ptc. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding during menstruation. She underwent an uterine ablation. Essure was not removed. The event is regarded as anticipated according to the reference safety information for essure. During essure micro-insert therapy abnormal genital bleeding and menses pattern changes may occur. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious events were reported. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.